Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and had a hysterectomy and a miniarc sling by american medical systems was implanted due to urinary incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and the miniarc sling was removed and a mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced abdominal and pelvic pain, urinary problems and pain in left pelvic area. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Concurrent procedures: anterior colporrhaphy; sacrospinous fixation; removal of mid urethral mesh; cystoscopy.